Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e117 was not confirmed. The allegation of e116 was confirmed, due to a disconnection in graphics processing unit sub assembly. In addition, the front panel was yellowed. There was corrosion found on housing. The rear panel had corrosion. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for e116 and e117 errors was not established. However, it is probable that the issues were caused by the disconnection of the graphic processing unit subassembly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields: b5 and h10. This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The event occurred prior to the procedure. Another device was used to complete the procedure.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the versa 4k uhd camera control unit displayed e116 and e117 (otv error) codes. The screen looked darker than normal. The last time the device was cleaned, a rusty video connector caused the problems, and it was removed. There was no report of patient harm associated with this event.